Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the cannula inserted into the skin but when the pod was removed, the cannula was not visible indicating that the cannula retracted which is a needle mechanism failure. The blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours.